Event description:
The patient stated that he was awakened when his pump felt hot to the touch. He reported that the pump was not hot enough to burn him but that it was hot enough to wake him up. He reported that the battery indicator bars were decreasing at the time and that the pump was only hot at the battery compartment. He also removed the battery and noticed that the battery itself was hot. The hot battery also did not burn the patient.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time.